Event description:
It was reported that during an unknown procedure, the staple line did not close. The surgeon had to finish the procedure by a "thoracotomie." There were no adverse consequences for the patient.(B) (6).

Manufacturer narrative:
(B) (4) (B) (4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.the batch record was reviewed and no anomalies were noted during the manufacturing process.